Event description:
According to the available information, the sling detached from the fixed anchor at the suture point during the tensioning part of the procedure. The physician was able to remove the anchor and another device was used to complete the procedure. No other patient adverse effects were noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.